Event description:
Initial report stated the device shreds skin. On 06/19/2006 add'l info received: the graft taken with the returned device was thin in the middle and was thinner than the device setting. One side shreds skin. An extra graft was needed, and the graft taken required trimming for it to be usable.

Manufacturer narrative:
To date, the device has not been received for eval. An investigation has been initiated based on the reported info.